Manufacturer narrative:
Evice evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pins measuring 11.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented in the operating room for a device change out unrelated to the lead. Prior to change out, the chronic rv lead exhibited normal hv lead impedance measurements. During dft testing, when the chronic rv lead was connected to the new device, an alert for low, out of range hv lead impedance was noted. An insulation anomaly was suspected. The lead was capped and replaced.